Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing which resulted in inappropriate anti-tachycardia pacing to be delivered. Programming changes were made to disable high voltage therapy, and the patient was given a life vest. The rv lead was later explanted and replaced. The patient was stable throughout.